Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed but not reproduced by baxter personnel during product evaluation. The root cause was assigned to an air in line printed circuit board out of calibration. The air in line printed circuit board was recalibrated to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.